Event description:
A report was made regarding a pump that failed to produce sounds for alerts and alarms. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.